Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review for intellicart, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have not been previously repaired by zimmer biomet surgical. The complaint history review was not required since the repair technician could not reproduce the reported event or find any other issues with the device. On (B)(6) 2017, it was reported from (B)(6) that a cart unit smells like it is burning. (B)(4) biomedical services was contacted about the cart to discuss what options could be causing the issue. Technician explained that since the unit was running all day it is hot and if there was a board issue than there would have been more issues than just burning. Account ran the unit for 45 mins and verified that the cart was functioning as intended. Returned the cart to service without further incident. The device was tested, inspected, and repaired without any repair checklist as per crm. The service technician could not verify the reported event as the technician performed the troubleshooting remotely and confirmed from the account that the device was functioning as intended without any issues. Therefore, based on the information provided, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit was smelling like it was burning. No patient involvement. No adverse events were reported as a result of this malfunction.